Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 114 mg/dl at the time of incident. Troubleshooting was done. The customer was able to push the insulin through with the plunger push. The customer performed manual prime and the insulin pump alarmed no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The test transmitter communicated properly to the insulin pump. No unexpected sensor error alarm or calibration error alarm noted. The insulin pump had cracked reservoir tube lip.